Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache, new respiratory problems, tumor in lung, dry cough, shortness of breath. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
1) box-b is updated/corrected from "adverse event" to "product problem". Additionally, box-h for type of reported complaint has been updated to "product problem" as per pms-reassessment. 2) b5 verbiage: - the patient is alleging of dizziness and/or headache, new respiratory problems, tumor in lung, dry cough, and shortness of breath. There was no serious patient harm or injury. At this time, no medical intervention has been reported. 3) in addition, code for health impact grid has been updated/corrected in this report.